Event description:
It was reported that the patient presented with high power, elevated lactate dehydrogenase (ldh) and dark urine due to suspected thrombus. It was noted that the patient was on (B)(6) and coumadin and was in compliant with their anticoagulation therapy and was therapeutic on admission with their mean arterial pressure (map) in the mid 80s. It was also noted that nothing was of concern that lead to this thrombus and the patient currently on heparin intravenously. An echocardiogram was performed with unknown results and the patient was transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with high power, elevated lactate dehydrogenase (ldh) and dark urine due to suspected thrombus. It was noted that the patient was on aspirin and coumadin and was in compliant with their anticoagulation therapy and was therapeutic on admission with their mean arterial pressure (map) in the mid 80s. It was also noted that nothing was of concern that lead to this thrombus and the patient currently on heparin intravenously. An echocardiogram was performed with unknown results and the patient was transplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Updated product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. As a result, the reported thrombus event could not be confirmed. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2022 leading to parameters above normal operating range. Thirty (30) high watt alarms were logged on (B)(6) 2022. Information provided by the site indicated that, in addition to high power, the patient presented with elevated lactate dehydrogenase (ldh) and dark urine due to suspected thrombus. It was noted that the patient was on aspirin and coumadin, was compliant with their anticoagulation therapy, and was therapeutic on admission. The patient was administered heparin intravenously. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contr ibuted to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cou rse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted to provide log files analysis results. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2022 leading to parameters above normal operating range. Thirty high watt alarms were logged on 04-feb-2022. Information provided by the site indicated that, in addition to the high-power event, the patient presented with elevated lactate dehydrogenase (ldh) and dark urine due to suspected thrombus. It was noted that the patient was on aspirin and coumadin and was compliant with their anticoagulation therapy and was therapeutic on admission. The patient was administered heparin intravenously. An echocardiogram was performed with unknown results and the patient was transplanted. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with t he implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The product event summary was completed prior to the return of the device. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.